Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned sample provided. Bd received four 18ga insyte autoguard bc units. One of the units was received without packaging and the remaining were received inside sealed packages from lot number: 8310618. All components were present. Through the visual/microscopic evaluation damage was not observed with any of the components. There was no sign of usage evident as the gel on the spring was visible and undisturbed. The septum and actuator were also present and in position. A flashback test was performed where leakage did not occur. The units were retracted and no splatter occurred. The reported issue was not confirmed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when inserting blood splashed on face/mouth of nurse with a bd insyte¿ ag¿ bc global wing gn. The following information was provided by the initial reporter, translated from dutch to english: when inserting a new drip, inserted well, and then let the needle "shoot" back into the sleeve according to a safe needle system, this resulted in blood being released. This spattered and blood splattered on the lips and came into the mouth of nurse. It was possible to taste the (small splash of) blood. Infusion taped and then the mouth wiped and mouth rinsed several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when inserting blood splashed on face/mouth of nurse with a bd insyte¿ ag¿ bc global wing gn. The following information was provided by the initial reporter, translated from (B)(6) to english: when inserting a new drip, inserted well, and then let the needle "shoot" back into the sleeve according to a safe needle system, this resulted in blood being released. This spattered and blood splattered on the lips and came into the mouth of nurse. It was possible to taste the (small splash of) blood. Infusion taped and then the mouth wiped and mouth rinsed several times.